Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted as it is no longer needed. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that the inner insulation had cosmetic environmental stress cracking (esc) and the outer insulation of the lead was observed to have blood ingression. There was no complaint on this lead. But visual inspection analysis found outer insulation breached in-vivo environmental stress cracking. The proximal portion was received measuring 37.5 cm. Concomitant: 5554-53 implantable pacing lead 2002-(B)(6). (B)(4).